Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 440 and 400 mg/dl. Customer stated that the tubing from her infusion set got caught under the clip. The insulin pump will not be returned for analysis.